Event description:
"Using above port rubber seal inside 5 mm rigid reducer became dislodged and ended up inside patient's abdominal cavity. This was recognized and port was retrieved at the time of surgery."

Manufacturer narrative:
Product will not be returned for evaluation. In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result we are concluding our investigation and closing this incident file. This report represents the initial and final report.